Event description:
Rotating brush came loose from the attachment piece [device breakage]. No adverse event [no adverse event]. Case description: a husband reported that while his wife used an oral-b rechargeable toothbrush, version unknown, the rotating brush came loose from the oral-b brushhead,version unknown. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.